Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular - rv lead exhibited high capture thresholds; the patient experienced phrenic nerve stimulation on all vectors of the left ventricular -lv lead. The rv lead was explanted, and the lv lead was capped, and new leads were successfully implanted. The patient was in stable condition. Related manufacturer reference number: 2017865-2019-09309.